Manufacturer narrative:
The lead was surgically abandoned and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited loss of capture (loc) at maximum outputs. During interrogation of the pacemaker with a programmer, a message kept popping up on the programmer screen that indicated the device was in magnet mode, however, a paced rate of 70 beats per minute (bpm) was observed, however, does not represent a valid magnet rate. Throughout the device check, the magnet mode message intermittently appeared on the programmer screen. Review of device histograms showed an atrial paced rate at 90 bpm, which represented a valid magnet rate; however, the paced rate of 90 bpm did not appear on the rv channel. A copy of device memory was received for analysis. Analysis of device memory did not show the presence of a magnet at the time the device memory was obtained. Further review of device memory noted no resets or device memory anomalies. The device was noted to have reached elective replacement near (ern), which, will result in pacing at 90 bpm when a magnet is placed over the device. The estimated device longevity was noted to be about 6 months based on the high rv outputs. An x-ray was taken and noted no visible lead anomalies and rv sensing and impedance measurements were noted to be stable. The root cause of the reported clinical observations was not determined. An invasive procedure was performed. The device was explanted and replaced and the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.